Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that from the manufacturer representative (rep's) knowledge patient is doing okay. They brought the patient back and did a pipeline for them that went well. The cause of the coil resistance and damage was unknown.

Event description:
It was reported that during a procedure to treat an unruptured ophthalmic pseudo aneurysm, several device-related issues occurred. When trying to resheath the coil due to placement of coil not sitting right the doctor was feeling a lot of resistance and then suddenly no resistance.  The vessel exhibited severe tortuosity, and the coil experienced stretching, with some of it coming out of the body and half getting stuck in the vessel. The damaged location on the device was identified as the pushwire middle segment. The physician attempted to reposition the coil during the procedure. The devices were prepared according to the instructions for use (IFU). The aneurysm had a maximum diameter of 5 millimeters and a neck diameter of 6 millimeters. Blood flow was reported as normal. Images were available for review. A continuous flush was administered during the procedure. The patient outcome was reported as alive with no injury. Ancillary devices: headwayduo 156 catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient was brought in for a second procedure because they didn¿t move forward with treatment the date this coil incident occurred. The second treatment date was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.